Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/20/2018 that on (B)(6) 2018, that can't stop sensor was reported. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of a new sensor session not being recognized on the g6 app despite stopping the previous sensor session and entering the new sensor details was confirmed. The root cause was determined to be potential patient misuse.